Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an emergent percutaneous transluminal coronary angioplasty (ptca) procedure, a stent dislodgement and death occurred. The patient presented with an acute myocardial infarction. A 4.00 x 16 synergy stent was selected for use. However, during preparation, the physician noted that the stent was not crimped on the balloon. There was a delay in the procedure while looking for the stent on the table. Subsequently, the stent was located on the preparation table. The procedure was completed with another stent. The patient outcome was death. The reported cause of death was due to the condition of the patient on arrival, acute myocardial infarction caused by a spontaneous dissection originating at the left main through the left anterior descending and circumflex arteries.